Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the emergency room when they placed the catheter in the female patient, they got good flash and advanced the wire partially. They pulled back a little bit and still had good flash. They re-advanced the wire without any resistance, but they could not advance the catheter. At this time they called the doctor in to pull everything out because a hematoma was forming and the guidewire looked frayed. The arterial catheter device was removed. A new kit was opened and the procedure was successful. There was no delay in treatment. No complications or death occurred to the patient.